Event description:
Per the clinic, the patient underwent a skin flap revision surgery (specific date not reported) due to poor magnet retention. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.